Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-10. H6: investigation summary one fragment of cannula was returned along with two photos from an unknown lot. No., cat. No. 320559. No hub was returned therefore no further investigation could be carried out. No DHR review can be carried out as lot number is unknown. Based on the sample and photos returned no further investigation can be carried out. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 experienced a case of being unable to deliver drug, and a case of the cannula breaking off. The following information was provided by the initial reporter: drug didn't come out; when checking the product, the needle npe was broken and stayed with the pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 experienced a case of being unable to deliver drug, and a case of the cannula breaking off. The following information was provided by the initial reporter: drug didn't come out; when checking the product, the needle npe was broken and stayed with the pen.